Manufacturer narrative:
This report should have been filed as a final as this complaint did not involve a product malfunction. Since the medical event was related to a delivery issue, no investigation of the product is required. No supplemental is required.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported as a result of not receiving their replacement meter, she was unable to test and experienced tachycardia, vertigo and anxiety. The customer reportedly self-presented to a health care facility, was diagnosed with hyperglycemia and treated with an (unspecified) oral medication that was a change to her regular medications. There was no report of death or permanent impairment associated with this medical event.